Event description:
It was reported that an emergency MRI was being performed due to a possible spinal bleed. The pump had been implanted the day prior. The hcp was concerned with the patient's ability to walk. They were planning to remove the device the next day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. Accessory: model# 8590-1, lot# n335760, implanted: (B)(6) 2012, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information receivedreported that the doctor confirmed the diagnosis of toxic metabolic encephalopathy. The patient was not diagnosed/did not experience a cva (cerebrovascular accident or infection).

Event description:
Additional information: it was reported that the patient experienced an allergic reaction to the narcotics that were delivered by the pump. The reporter stated that the healthcare provider (hcp) had tried 3-4 different medications in the pump and the patient was allergic to all of them. The pump was previously used to deliver fentanyl starting at 100mg and "a few weeks ago" the dose was increased to 200mg. At the time of the report the pump delivered prialt. The reporter stated that the concentration of medication was so low that it was not helping the patient with the pain. The prialt was a diluted dose and the patient was also on a high dose of antihistamines. The patient stated that they were not allergic to these medications when taken orally, but they do have an allergy to morphine that was known before the pump was implanted. The patient noted that they did not have a trial prior to implant. The patient stated that they had been to the doctor "30+" times and that he was itching all over his body. The patient stated that he had to drive an hour home from the doctor office and when he got home, he got out of the car and passed out. He had to be taken to the hospital. It was also reported that one day after getting home from the hcp, the patient could not stand up, and ended up in the emergency room. The patient had been admitted to the hospital due to anaphylactic shock. An allergy test kit was requested. Indicated medications used in the pump included fentanyl, prialt and morphine.